Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited double beep no cassette. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with cracked housing. Event history log review was performed and found no evidence of reported problem. According to the investigation the moment the device was powered up, the device exhibited double beeping. The investigation reported that the pump downstream sensor caused the reported problem. Investigator's replaced downstream sensor to correct the reported problem. Problem source of the reported problem is unknown.